Event description:
This spontaneous case was reported by a gynecologist and describes the occurrence of pain ("diffuse pain") in a (B)(6) female patient who had essure (batch no. E25506, e71801) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included deep vein thrombosis (postpartum), psoriasis, appendicectomy and multiparous (4 vaginal deliveries). Concurrent conditions included overweight. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 1 day after insertion of essure, the patient experienced pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). The patient was treated with surgery (laparoscopic bilateral salpingectomy for essure removal on patient's request). Essure was removed on (B)(6) 2017. At the time of the report, the pain and nausea outcome was unknown. The reporter considered nausea and pain to be unrelated to essure. The reporter commented: removal was performed on patient's request due to diffuse pain and nausea. No follow up information available. Reporter did not consider that essure caused or contributed to the occurrence of the event(s) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of pelvic pain ("diffuse pelvic pain") in a 38-year-old female patient who had essure (batch no. E25506/ e71801) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included deep vein thrombosis (postpartum), psoriasis, appendicectomy and multiparous (4 vaginal deliveries). Previously administered products included for an unreported indication: iud nos. Past adverse reactions to the above products included pelvic pain with iud nos. Concurrent conditions included overweight. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain upper ("diffuse epigastric pain immediately after placement"). On (B)(6) 2016, the patient experienced nausea ("nausea"). The patient was treated with surgery (laparoscopic bilateral salpingectomy for essure removal on patient's request). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain upper and nausea outcome was unknown. The reporter considered abdominal pain upper, nausea and pelvic pain to be unrelated to essure. The reporter commented: removal was performed on patient's request due to diffuse pain and nausea. No follow up information available. Reporter did not consider that essure caused or contributed to the occurrence of the event(s). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Pathology test - on an unknown date: of the resected tubes: no results reported. Batch number: e25506, expiration date: 28-aug-2018, MFR date: 26-aug-2015. Batch number: e71801, expiration date: 28-nov-2018, MFR date: 23-nov-2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: update of quality-safety evaluation of ptc (FDA codes updated). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of pelvic pain ("diffuse pelvic pain") in a 38-year-old female patient who had essure (batch no. E25506/ e71801) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included deep vein thrombosis (postpartum), psoriasis, appendicectomy and multiparous (4 vaginal deliveries). Previously administered products included for an unreported indication: iud nos. Past adverse reactions to the above products included pelvic pain with iud nos. Concurrent conditions included overweight. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain upper ("diffuse epigastric pain immediately after placement"). On (B)(6) 2016, the patient experienced nausea ("nausea"). The patient was treated with surgery (laparoscopic bilateral salpingectomy for essure removal on patient's request). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain upper and nausea outcome was unknown. The reporter considered abdominal pain upper, nausea and pelvic pain to be unrelated to essure. The reporter commented: removal was performed on patient's request due to diffuse pain and nausea. No follow up information available. Reporter did not consider that essure caused or contributed to the occurrence of the event(s). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Pathology test - on an unknown date: of the resected tubes: no results reported the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt: pelvic pain. The analysis revealed 10.069 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Batch number: e25506, expiration date: 28-aug-2018, MFR date: 26-aug-2015. Batch number: e71801, expiration date: 28-oct-2018, MFR date: 26-oct-2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2018: the gynaecologist reported: the essure placement date was confirmed on (B)(6) 2016. The localization of diffuse pain was clarified: the patient experienced pelvic and epigastric pain immediately after placement. The gynaecologist had no problem during the placement and. The removal (salpingectomy) procedure of essure. No abnormalities were found during laparoscopy. There was no alternative explanation: she had the same symptoms after the placement of an intra-uterine device a few years prior essure placement. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.